Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
"Customer reports that patient reported being shocked by rd set dci sensor. States sensor was being used with a philips mp30 monitor".

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. Additional testing performed was unable to cause the sensor to produce an electric shock. The reported issue was not confirmed. A service history record review reveals that this lot was in the field for over five (5) months with no previous reported issues prior to this reported event, corrected data.